Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region #19 mouth it was verified its non- osseointegration. 50 ncm of primary stability was achieved. The patient presented bone type iii. Fenestration occurred during surgery.